Manufacturer narrative:
(B)(4). There was no reported device malfunction and the product was not returned. The reported patient effects of dissection is listed in the xience prime everolimus eluting coronary stent system instructions for use as a known patient effect. Although a conclusive cause for the reported patient effects and the relationship to the device, if any, cannot be determined, there is no indication of a product quality deficiency with respect to manufacture, design, or labeling.

Event description:
It was reported that the procedure was to treat a moderately tortuous and moderately calcified mid circumflex artery. A 1.5 x 8 mm non compliant balloon was used for pre-dilatation and a 2.75 x 33 mm xience prime was implanted when a distal edge dissection occurred. A 2.75 x 12 mm xience prime stent was implanted to successfully seal the dissection. There was no clinically significant delay in the procedure. No additional information was provided.